Event description:
A hospital in the (B)(6) reported that an opt312 optiflow junior nasal cannula had a split in the tubing, causing leak. The patient was not responding well to the therapy, so they changed the interface and the patient did well.

Manufacturer narrative:
(B)(4). Method: the complaint device was received at fisher & paykel healthcare (B)(6) for evaluation and was visually inspected. Results: the right tube was found to be damaged approximately 25mm from the swivel grip. The plastic covering on the tube was damaged and appeared to have been cut. The spring was slightly distorted where the plastic had been damaged. Conclusion: based on the observed damage, the tube appears to have been cut by a sharp object. A lot check was not performed as a lot number was not provided. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. One sample per oven batch of heat treated tube is also subjected to a tensile test to ensure that the tube remains intact and a load of 10 newtons is exceeded. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube.